Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited low sensing measurement and placement difficulty was encountered. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.